Event description:
Related manufacturer report number: 1627487-2022-05719, 1627487-2022-05721. It was reported that the patient's ipg and lead extensions were explanted and replaced due to high impedances. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned extension found multiple broken wires in the lead body of the extension. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.